Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured while impacting the head on the stem. The surgeon used a different one to successfully complete the case. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product/provided pictures identified both items show signs of use. The impactor has scratches and gouges on the handle of the impactor and the strike plate. The poly tip of the impactor has fractured into 2 pieces and all pieces were returned. There is a residue on the poly tip as well. The extractor has been marked on with a blue marker and the tip of the extractor is broken in two places but remains attached to the extractor. The features of gray impactor tip fracture surface visually align with an overload fracture failure mode. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.